Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and insulin pump had under delivery alarm. The customer¿s blood glucose was 40 mg/dl at time of incident. The customer¿s other blood glucose was 147 mg/dl. The customer was treated with sugar and orange. The customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.